Event description:
Olympus medical systems corp (omsc) was informed that during unspecified procedure the needle could not project out from the sheath. The doctor used 2 devices from the same pack but both failed in the same way. The doctor completed the procedure with a similar device. There was no report of pt injury regarding this event.

Manufacturer narrative:
The subject products were not returned for eval since the user facility discarded them. The exact cause of the user's report could not be conclusively determined. As the checking of the mfg record of the same lot, nothing abnormal detected. There are possibilities that the insertion portion of the device was deformed and it caused the failure to extend the needle. The instruction manual warns users that "straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated." This report is being submitted as a medical device report in an abundance of caution.